Manufacturer narrative:
On (B)(6)2019, the biosense webster, inc. Product analysis lab received the device for evaluation and it was reported that the brim cap was broken into small pieces, and that the hemostatic valve was still attached to the hub. The issue of a broken brim cap was assessed as a reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #(B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the box and prior to opening the inner packaging, the hub connector and part of the hemostatic valve was noted to be crumbled off and in pieces at the bottom of the packaging. The device was inspected, and the brim cap was found broken in small pieces and the hemostatic valve was in the hub. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap cannot be determined, however, an internal action was created to investigate this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00001065 number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the box and prior to opening the inner packaging, the hub connector and part of the hemostatic valve was noted to be crumbled off and in pieces at the bottom of the packaging. The sheath was replaced. There was not patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hub detachment was assessed as a reportable issue.